Event description:
It was reported that a midazolam bolus was programmed for 0.49 mg/kg however the rate was overridden by the user which delivered "the medication over 5 minutes when the continuous dose resumed of 0.07 mg/kg/hr.". The customer stated that there was no patient harm or medical interventions required related to the programming error.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
It was reported that a midazolam bolus was programmed for 0.49 mg/kg however the rate was overridden by the user which delivered "the medication over 5 minutes when the continuous dose resumed of 0.07 mg/kg/hr.". The customer stated that there was no patient harm related to the programming error.